Event description:
Alarm - error codes / messages. Pressure sensor check IV error occurred. Cracked bezel assembly,rear case assembly,air I n line assembly and all associated parts. There was no patient involvement. (B)(6) 2018 07:05:03 (B)(4) po for (B)(4). (B)(6) 2018 09:44:21 (B)(6). (B)(4).

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the device service history record was performed from the date of manufacture to the present date. This device was previously returned for service. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure and was returned for the servicing which correlates to the customer reported issue. A review of the complaint history record in tw for sn (B)(6) was performed which confirmed that this device was not involved in a production/servicing failure which correlates to the customer reported issue the customer stated that there was no patient involvement. CAPA number : (B)(4).

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the device service history record was performed from the date of manufacture to the present date. This device was previously returned for service. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure and was returned for the servicing which correlates to the customer reported issue. A review of the complaint history record in tw for sn (B)(4) was performed which confirmed that this device was not involved in a production/servicing failure which correlates to the customer reported issue the customer stated that there was no patient involvement. CAPA number : (B)(4).

Event description:
(B)(4).